Event description:
Customer reported unexpected negative reactions for fya in a patient sample tested on the galileo using crrs (4) lot k104. The fya antibody was detected using the gel method.

Manufacturer narrative:
The returned sample was tested by immucor with 2 in house donor samples using returned and retention crrs 4 lot k104. Negative reactions were observed. The returned sample was also tested with panoscreen I, ii and iii at room temperature and liss phase (37 degrees c); all 3 cells showed negative reactions. At ict-phase cell 1 and cell 2 reacted negatively and cell 3 reacted with a 2+ reaction. The returned sample was tested with panoscreen I, ii and iii using immuadd, ahg (c3d + igg) ahg anti igg (murine monoclonal) green gamma clone. The customer sample reacted with ahg (c3d+igg) with cell 2 and 3 (3+) and with ahg anti igg (murine monoclonal) green gamma clone with cell 2 and 3 (very weak reaction). It is possible it contains a subgroup 4 igg-antibody which did not react with indicator red cells. The event appears to be due to the nature of the sample.